Manufacturer narrative:
Pump received with missing retainer, missing reservoir tube o-ring, scratched case, serial number label fading, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Event description:
It was reported that customer had clear ring at reservoir holder broke off from insulin pump. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.